Event description:
The surgical site reported that a za9003 18.5 diopter intraocular lens (iol) was implanted on (B)(6) 2011 into the left eye of a male patient and explanted on (B)(6) 2012 due to unexpected postop refraction.

Manufacturer narrative:
Product has been received and forwarded to the manufacturing site for evaluation. All pertinent info available to abbott medical optics has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for evaluation and revealed the lens was manufactured within production order specifications and confirmed the lens received was a model za9003. Optical inspection results showed that the lens was within specification. The condition of the returned lens was consistent with a lens that has been removed (explanted) from a patient's eye. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, an additional supplemental report will be submitted. Placeholder.